Manufacturer narrative:
The report of failure to interrogate was not confirmed. The device was received with a battery level within the normal range of operation. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing, the device exhibits normal characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were revealed during analysis.

Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry. The device was explanted and replaced to resolve the event, and the patient was in stable condition.